Manufacturer narrative:
During investigation at zoll, the returned autopulse platform (sn (B)(4)) failed load cell characterization test. The root cause for the observed failure was due to a defective load cell. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. Visual inspection revealed damages on the bottom enclosure, front enclosure, and top cover of the autopulse platform. Based on the photo provided by service team, noticed broken fins and handle on the bottom enclosure, cracked screw well area on the top enclosure handle area and a large crack on the top cover. The observed physical damages were appeared to be the characteristics of mishandling such as drop. The bottom enclosure, front enclosure, and top cover were replaced to address the observed physical damages. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed load cell characterization test due to defective load cell 2. The load cell was replaced to address the observed failure. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During investigation on (B)(6) 2021, the autopulse platform (sn (B)(4) ) failed load cell characterization test. No patient involvement.